Manufacturer narrative:
Device will not be returned. Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, during surgery, the asnis 3 screw did not engage with the screw hole of the distal fibula plate and screw head went through the hole of the plate. The surgeon used the washer to engage the screw to the hole of the plate.